Event description:
Event description to summarize the clinical event, we understand that this boxed implantable cardioverter defibrillator (ICD) device displayed a pulse generator fault message upon interrogation.